Event description:
It was reported that the customer required medical intervention by emergency medical technicians and was hospitalized due to low blood glucose levels. The blood glucose reading below 20 mg/dl. The customer was treated with an intravenous drip when paramedics arrived on the scene. She stated that her spouse suggested she go to the hospital because she had a seizure. She advised that there was no malfunction or issue with the insulin pump, stating that the event was entirely her fault. She stated that she took insulin for coffee and food, but she had only consumed coffee. Upon admission, the blood glucose reading was 248 mg/dl. However, upon arrival at the emergency room, the blood glucose reading was 54 mg/dl. She complained of shortness of breath. She stated that she was wearing the insulin pump at the time of the event and disconnected from it while at home when she realized she had low blood glucose. She was put back on insulin pump therapy at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.